Manufacturer narrative:
(B)(4). Captures the reportable event of handle cannula break. (B)(4). Captures the reportable event of side car rx pushback. The returned trapezoid rx basket was analyzed, and a visual inspection noted that the working length was cut off and the sheath was buckled. The handle cannula was detached and has a slight mark of the distal screw and a drag mark of the proximal screw. The length of the fastening screws was measured, and both were outside the allowed tolerance. The proximal screw has the tip flat, and the distal screw has the tip pushed inward. Dimensional inspection of the side car rx pushback was confirmed because the metal is greater that 0.5 mm which is out of specification. The reported event was confirmed. Based on all available information, most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws on it. The most probable root cause for the other issues found in the product analysis is manufacturing deficiency. The detachment of the handle cannula in conjunction with the manipulation could have caused adverse events as consequence, resulting in damage such as the sheath buckled and the pushed back of the side car rx. Therefore, most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the unpacking, the syringe port and sidecar sheath for guidewire. Might be broken in an attempt to crush a stone. It is unknown how the procedure was completed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the handle cannula was broken and the side car rx pushback; therefore, this is now an MDR reportable event (see block h10 for investigation details.